Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary, the drawer had failed, and the device was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed, and the device was not detected on the bus. A field service engineer (fse) found that pocket d1 failed to recover and had to be manually released. Additional failures were identified on the other auxiliary station. For auxiliary 1, fse accessed the hardware testing application and successfully released the pocket, which allowed the connection to be reset. The station was then rebooted, and pocket functionality was tested through the hardware testing application, passing all tests. The customer accessed the pocket via the user application and confirmed successful functionality with no failures during testing. The system functioned as intended after the field service engineer repaired the device.